Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had displayed a black screen. The customer stated that this malfunction caused a delay to the patient care and occurred while dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected and the screen went blank. The field service engineer replaced the ethernet cable and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.